Event description:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection at the implant incision site. Additional information has been requested but has not been made available as of the date of this report.